Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with unknown symptoms. It was noted that the atrial lead exhibited noise episodes. The lead was capped and replaced on (B)(6) 2018. The patient was stable during and post procedure.

Event description:
New information states the patient presented with light headedness.